Event description:
Following a routine pump replacement, the patient fluctuated between withdrawal (increased spasticity/agitation) and overdose (drowsiness) symptoms; the patient had a rapid heart rate when this occurred. Initially there was a concern that the drug concentration was incorrect or the drug may be contaminated; the drug was being sent for analysis (the results were not provided). It was noted that a dye study had been performed 3 weeks prior (the results were not provided). As of 06/16/2010, they did not know what the problem was with the pump. The physician planned to do a rotor study. The physician believed that the catheter tip may be buried subdurally, but testing still needed to be done. The patient didn't want the pump removed because when everything was working properly it was effective therapy. However, the patient's parents wanted it removed because they were concerned for their daughter's safety. As of (B)(6)2010, the patient was still experiencing trouble with her pump. Her dosage had been gradually decreased every week by 30 mcg/day. The patient was currently receiving 289.9 mcg/day. They were keeping a close eye on the patient and were slowly adjusting her oral baclofen to keep her comfortable. They didn't want to remove the device but the patient was still not receiving adequate therapy. The hcp was continuing to monitor the patient's therapy. A rotor study was performed and the results were normal. A spiral CT was performed and the results were normal; they stated that "those results can only be so accurate".

Manufacturer narrative:
(B)(4)